Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4) failure (event) observed during analysis. An anomalous connection of a transistor component to the hybrid subassembly was identified.